Event description:
The customer reported that the device energy output was lower than what was selected during testing. There was no pt involvement as this occurred during testing.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.